Event description:
Patient admitted to hospital in 2009 with preoperative diagnosis of "malfunctioning ams artificial urinary sphincter". Procedure performed was "removal and replacement of an ams artificial urinary sphincter with placement of a double cuff". Per the medical record, it appears these devices were implanted in 2008: information on 2nd: 4 0 cm.